Event description:
A surgeon reported he the software became unresponsive while attempting to load the preoperative computed tomography images on the treon system. He rebooted the system, reloaded the images and the system performed properly thereafter. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation. Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided.